Manufacturer narrative:
Baxter contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which was not reproduced during evaluation. System error 345 alarms were verified through a review of the event history log and found that upstream and downstream thermistor readings were within specification range. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.